Manufacturer narrative:
Eval codes, results: endoleak. Conclusion: (lack of info).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 3 months ago. Aneurysm and vessel morphology for the case was not reported. It was reported that during a recent CT, a type I endoleak was identified. The physician implanted a talent aortic cuff proximal to the bifurcated stent graft and the type I endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.